Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 5.5mm x 15mm maverick¿ xl balloon catheter was advanced for dilatation. However, upon the first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick xl balloon catheter. The balloon was loosely folded with blood in the lumen and contrast in the balloon. Microscopic inspection revealed a pinhole on the distal edge of the distal markerband. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 5.5mm x 15mm maverick¿ xl balloon catheter was advanced for dilatation. However, upon the first inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.